Event description:
On 12/14/2015 it was reported by the surgeon's office that the patient underwent generator replacement surgery on (B)(6) 2015 and they noticed the lead was not fully inserted. The lead was reconnected and system diagnostics were performed which showed results in normal limits. The surgeon¿s office was unable to provide any additional information. The patient¿s last known treating neurologist reported that he is not seeing this patient.

Event description:
Follow-up was performed and indicated that the generator was not replaced on (B)(6) 2015 as previously reported. The lead pin was reinserted into the generator which reportedly alleviated the high impedance. No further relevant information regarding the high impedance has been received to date.

Event description:
It was reported that the explanted generator cannot be returned for product analysis as the hospital discards explanted devices.